Event description:
Information was received indicating that this ambulatory infusion pump failed accuracy testing by -7.55%. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "failed accuracy on 20ml -7.55%". Visual inspection found the pump to be in good physical condition with a scratched lens. Inspection of the pump's event log showed that customer did 3 volume accuracy tests. The delivery accuracy tests, performed by the investigator, were not able to duplicate customer's reported problem. The delivery accuracy tests found the pump to be within the published specification of +/- 6%. Therefore, the customer's reported problem was unable to be confirmed. Review of the device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.